Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately one year after implantation of a vena cava filter during the scheduled retrieval, a filter arm was noted to be detached from the filter. The filter was successfully retrieved; however, the detached filter arm was not retrieved. A CT scan performed after the procedure demonstrated the detached arm in the pulmonary artery. No attempt was made to retrieve the detached arm from the lung. There was no reported pt injury.